Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) stopped working not reading vitals.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. All patient vital inputs were working as expected. The iabp was returned to the customer.